Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a 43 cm (17") appx 5.3 ml, pur ext set w/spike w/valve, y-clave¿, 0.2 micron filter, clamp, bcv and luer lock where drops were noted to leak from the filter solder during infusion of an unspecified chemotherapy. The device was in use for 2 minutes. There was patient involvement, and although there was a report of unprotected exposure to chemotherapy, there were no adverse events, no blood loss, no negative consequences on the operator, and no need for medical intervention. This is the second of two incidents for this event.